Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted utilizing a 14f amplatzer torqvue 45x45 delivery sheath. There was no difficulty implanting the device. At 6 weeks, post procedure, transesophageal echocardiogram (tee) showed no effusion. On (B)(6) 2023, the patient presented with shoulder pain and shortness of breath. The patient was sent to the emergency room. The physician performed pericardiocentesis to treat the pericardial effusion. The physician could not explain the effusion origin. Patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a dyspnea and pericardial effusion required pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.